Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer¿s blood glucose was 109 mg/dl. A system check was performed and the pump performed as intended.